Event description:
Per the clinic, the patient experienced dizziness, poor sound quality, tinnitus and subsequent decrease of speech perception. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2022 and the patient was implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on february 14, 2022.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on april 21, 2022.